Event description:
On (B) (6) 2010 the j&j vistakon (B) (4) affiliate was contacted by a patient's parent. The patient's parent reported that on (B) (6) 2010, during the first day of wearing a new acuvue 2 lens, the patient experienced foreign body sensation and discomfort od. The patient noted that the lens in question was torn upon removal. The patient experienced pain, redness and light sensitivity od after the cl was removed. The patient consulted the prescribing ecp and was diagnosed with allergic conjunctivitis od. The patient was not instructed to discontinue cl wear and prescribed eye drops. The patient was not satisfied with the diagnosis and consulted another ecp at the hotta eye clinic. The second ecp at the hotta eye clinic noted corneal staining, corneal clouding, infectious corneal inflammation and corneal erosion od. Cravit and flumetholon 0.02% drops were prescribed; the patient was instructed to d/c cl wear and return to ecp for f/u (B) (6) 2010. On (B) (6) 2010, the patient's parent called affiliate and reported that the patient "applied the eye drops prescribed by the initial ecp for 3 days on a trip, the symptom worsened; the white dot was bigger and the patient had pain. The patient consulted an ecp at (B) (4) emergency clinic on (B) (6) 2010. The patient was diagnosed with inflammation in the cornea caused by applying the eye drops." On (B) (6) 2010, the (B) (6) eye clinic confirmed that the patient "went on a trip on (B) (6) 2010, the patient forgot to take cravit and flumetholon 0.02% eye drops prescribed by the ecp and applied niflan prescribed by the initial ecp for 3 days. When the patient was returned to home on (B) (6) 2010, the patient had pain od and applied cravit and flumetholon 0.02% eye drops. The following day, the patient lost the eye drops, and went to a clinic where medical care was provided. The patient was prescribed cravit and ecolicin eye drops. The pt did not apply cravit and flumetholon 0.02% eye drops as instructed by the ecp at the (B) (6) eye clinic. When the pt returned to (B) (6) eye clinic on (B) (6) 2010, the infected lesion was 2-3 times bigger than last time." The pt was transferred to (B) (6) hospital to be seen for f/u by a cornea specialist.

Manufacturer narrative:
Device labeling single use or reuse. Device not returned. No evaluation will be performed. On (B) (6) 2010, the patient's parent reported that the patient returned to (B) (6) hospital on (B) (6) 2010 was told, "the symptom was improving." The patient was still being treated with prescription eye drops at that time. The patient was instructed to return to the hospital for f/u (B) (6) 2010. On (B) (6) 2010, the patient's mother reported, "the patient returned to (B) (6) hospital on (B) (6) 2010. The patient's symptom was much improving. The patient had difficulty seeing due to remaining white dot, but it was getting smaller. The patient will return to the ecp on (B) (6) 2010." Multiple attempts have been made to obtain additional information. No add'l info is available at this time. Will report any add'l info within 30 days upon receipt. Product was requested for return for evaluation but has not yet been received. A lot history review was requested and indicated that the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. All MDR reports are reviewed at quarterly management review meetings.